Event description:
It was reported by the patient that following a storm the remote monitor was no longer receiving power. A new power cord was sent to try to resolve the issue. The monitor has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the assembly and adaptor were both out of specification electrically. Vendor analysis was unable to perform debugging due to a serious component burn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. (B)(4): the remote monitor was returned for analysis. Visual and functional analysis was completed. The monitor would not power on using the returned power supply; however, the device powers on using known good power supply.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.